Event description:
It was reported that the patient had epistaxis on (B)(6) 2024 and received a transfusion on (B)(6) 2024. The approximate number of units of red blood cell concentrate transfused per 24 hours was stated to be not less than 4 units but less than 8 units. The prothrombin time international normalized ratio (inr) 2.7. The platelet count (plt) was 15.0 × 10^4/l. Warfarin and aspirin were given along with the blood transfusion. The patient had a history of a lesion or disease at the bleeding site that hastened the development of bleeding (extranodal nk/t cell lymphoma, nasal type, bleeding from the side where radiation was administered). The cause of the event was stated to not be device related. The patient was hospitalized from (B)(6) 2024 for the bleeding.

Manufacturer narrative:
Section d4: device expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated on (B)(6) 2025 that the bleeding was treated with packed surgicel and compression was applied. Warfarin was resumed, and the patient was being followed up on an outpatient basis.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. B and the heartmate ii patient handbook, rev. D are currently available. The IFU, lists potential adverse events, including bleeding and death, that may be associated with the use of heartmate ii lvas. The IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.